Event description:
Voluntary medwatch report received reported that the right ventricular lead exhibited under-sensing and oversensing episodes.

Manufacturer narrative:
Voluntary medwatch report received : mw5155170.